Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the breaker switch on the back of the mobile view station (mvs) had gotten tripped. The breaker switch was reset which resolved the issue.

Event description:
A medtronic representative reported that the system would not start after charging for a period of time. No patient was present during the time of the reported incident.